Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported sleeve steering issue appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device has been received, but device evaluation has not yet begun. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Prior to the procedure, it was noted that the patient had a rotated heart. The clip delivery system (cds) was prepped per the instructions for use (IFU), but after the clip was inserted into the left atrium (la), the shaft continued to advance in a medial direction. The cds was successfully removed and replaced. One clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.